Event description:
Information was received that the inflation line of a smiths medical tracheostomy had detached. A tracheostomy tube change out was required as a result. The incident was reported to have been resolved.